Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be determined.

Event description:
It was not possible to cross the lesion with orsiro mission stent system after pre dilatation. When the stent system was removed, the stent was no longer on the balloon. Stent was found in the left renal artery and snared, but it was unable to pull it into the introducer sheath and it embolized again to the left sfa. A contralateral access was gained, snared the stent again and was able to retrieve it and remove it from the patients body.